Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. Customer delivered a bolus to stabilize blood glucose levels. Customer reloaded the cartridge onto the pump and successfully resumed insulin delivery. In addition, it was reported that the touchscreen would go black after pressing the screen multiple times. Tandem technical support educated the customer on if the touchscreen is pressed 3 times in a row then the screen will turn off as a safety feature. Customer had elevated blood glucose levels (334 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.